Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber energy was weak, and the beam was blinking at 20,000 joules of use. Additionally, the tip of the fiber detached inside the patient, and was flushed out with saline. The procedure was completed with a second fiber with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass and metal cap were attached to the fiber, and the glass cap was rotating independently of the metal cap, indicating a glue failure. Based on this observation, the reported fiber tip detachment was not confirmed. However, based on the glue failure identified, the reported observations of pulsing beam and diminished vaporization were confirmed. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified glue failure. The reported tip detachment was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber energy was weak, and the beam was blinking at 20,000 joules of use. Additionally, the tip of the fiber detached inside the patient, and was flushed out with saline. The procedure was completed with a second fiber with no patient complications.